Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent performed an initial evaluation of the customer's device and verified the reported event. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The third-party service agent contacted physio-control to report that their customer's device would not recognize the defibrillator electrodes when connected. In this state, defibrillation therapy would not be able to be delivered. There was no patient use associated with the reported event.

Event description:
The third-party service agent contacted physio-control to report that their customer's device would not recognize the defibrillator electrodes when connected. In this state, defibrillation therapy would not be able to be delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
A third-party service agent further evaluated the customer's device and observed that the pcb-mounted jack connector, designator j503, had a loose pin. After reseating pcb-mounted jack connector, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue was determined to be due to a loose pcb-mounted jack connector, designator j503, on the analog pcb assembly.